Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance with the device. No trauma or accident has been reported. Further proceedings are currently unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as the recipient reported a gradual decrease in hearing perception. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a decrease in hearing performance with the device. No trauma or accident has been reported. Moreover, the hearing performance was gradually getting worse, however, as the other side is good it took a long time to realize. About 2 months ago and the mother thought it was a problem with the audio processor. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as the recipient reported a gradual decrease in hearing perception. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigation yet.

Event description:
The user reported a decrease in hearing performance with the device. No trauma or accident has been reported. Moreover, the hearing performance was gradually getting worse, however, as the other side is good it took a long time to realize. About 2 months ago, the mother thought it was a problem with the audio processor. The user was re-implanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a decrease in hearing performance with the device. Moreover, the hearing performance was gradually getting worse. The user was re-implanted on (B)(6) 2024.